Event description:
During the paroxysmal supraventricular tachycardia (psvt) procedure, an optical issue occurred which caused a procedure delay. Contact force was displayed as expected initially. Several attempts to insert the sheath were done due to the patient's poor vascular condition. After trying to pass the catheter through the sheath several times, it was noted that the ensite mapping system displayed an error message stating: "no contact force information available". The connections were checked, the tactisys and mapping system were restarted, but the issue was not resolved. The catheter was then exchanged which resolved the issue and the procedure was completed with no consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. Optical fiber 2 did not meet specifications for optical properties and no contact force was displayed when the catheter was connected to the tactisys quartz unit. Further investigation revealed optical fiber 2 was fractured within the deflectable shaft, consistent with the detected optical signal issue and the reported issue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fractured optical fiber remains unknown.